Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no video output, the screen blackout and the display screen main board was damaged during procedure involving an olympus video system center. There was no patient injury reported.